Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification a tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the firing mechanism on his adc lancing device was not working and he was therefore unable to check his blood glucose. Customer experienced symptoms described as "thirsty, weak and body feeling hot" and was unable to self-treat. Customer was seen at the hospital where he was diagnosed with hyperglycemia and received unspecified treatment. There was no report of death or permanent impairment associated with this event.